Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was "not working properly as the pt was getting no pain relief and wanted it replaced". A dye study was done and the catheter appeared to be patent and in the intrathecal space. No rotor study was performed. The device was replaced and the pt outcome was reported as recovered without sequelae. Drug delivered via the device was dilaudid 10mg/ml at a daily dose of 6mg.